Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery cap had stripped threads. The display screen was dim and discolored. The ok, up and down arrow keypad buttons were intermittently responsive, and the contrast keypad button was unresponsive. The ok and down arrow keypad button contacts were inverted. The keypad cover was removed and contamination was found under all the keypad button contacts. Unrelated to these issues, the keypad cover was torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap, a dim and discolored display screen, damaged keypad button contacts, and contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2015.